Event description:
Philips received info from a customer site that when the pt unload switch was stuck, the table continued to lower. The pt table is able to be raised, but shortly thereafter lowers on its own. When the system identifies a pt unload switch is stuck or depressed it should not allow any add'l table movement. The customer rebooted the system and, upon starting, the system went to the pt unload position. There was no pt of harm to a pt, operator or bystander.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(6) of 2007. Philips field service engineer (fse) evaluated the system and determined that there was erratic table movement - the pt table would automatically lower without touching the buttons. The pt unload button on the foot pedal was jammed, which commanded the system to lower the table. The fse confirmed that the operator can subsequently raise the table and the table is fully functional, but only for a several seconds before it locks up. The fse received the log files and performed troubleshooting and determined that the footswitch was in a faulty position. The fse repaired the footswitch, which corrected the issue and the system is in normal operation. (B)(4).